Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt who was experiencing halos, light rays and a streak of light at night, making driving difficult. The surgeon reported that he performed a yag laser capsulotomy for a "wrinkle" along with a treatment of miotic eye drops. Following treatment the light rays and halos continued. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been rec'd. (B)(4).